Event description:
Gastric bypass patient taken to or, operating room emergently for bowel obstruction. The patient arrived in the pre-op area in atrial fib (190's). Cardiologist attempted cardioversion with defibrillator set at 100 joules - delivered 115 joules cardioverted at 3605 joules - delivered 3113joules. Another defibrillator was brought in to complete the case. Patient successfully converted to nsr, normal sinus rhythm, heart rate 80's to 90's. Patient sedated throughout the cardioversion.